Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the blood glucose was running high. The blood glucose reading was 440 mg/dl. The drive support cap on the insulin pump was sticking out. The customer was not connected to the insulin pump and was treated with insulin pens.